Event description:
The physician states that a jejunal tube was placed through a feeding tube on 3/29/94 in a 74 year old male. During the jejunal tubes's use, the tube would periodically clog and have to be flushed with saline. Because the physician had difficulty with the feeding 'y' adapter, the hard plastic portion was removed leaving only the soft plastic feeding port. On 4/29, the proximal 6six (6) inches of tube was found at the pt's bedside with the remaining portion, confirmed by x-ray, in the pt's sstomach. The physician successfully retrieved the portion in the stomach endoscopically using a snaare. No further pt complications were reported.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.